Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving morphine via an implantable infusion pump for non-malignant pain. It was reported that the patient underwent a dye study and it failed, but the patient reported no symptoms. The hcp wanted to replace the pump and upon inspection, realized they could not pull back on the catheter. Due to this, it was advised to do a catheter revision. The hcp was able to replace the catheter as well as move it up to allow for more coverage, and cerebrospinal fluid (csf) was noted upon replacement. It was unknown if any environmental, external, or patient factors were causal or contributory regarding this event. The issue was resolved at the time of this report and the catheter was explanted and discarded by the customer. The hcp has no further information for the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2026 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-nov-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.